Manufacturer narrative:
Additional information was added to h4, h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified location. This was observed prior to use; further described as ¿leaking when the product arrived¿. The device contained fluorouracil 3500mg in 230 ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone (B)(6). Should additional relevant information become available, a supplemental report will be submitted.